Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple dexcom g7 sensor failures while attempting to reconnect to therapy, resulting in the ilet pump being off therapy and the controller depleted of battery until recharged; after guidance, the user successfully paired a g7, performed a full supply change, resumed insulin delivery, and observed corrections with downward glucose trend. Symptoms included hyperglycemia with reported glucose over 400 mg/dl. Outcomes included temporary interruption of automated insulin delivery and need for troubleshooting and education. Investigation included remote review of device data and user coaching on cgm pairing, pump charging from a depleted state, supply change, and review of insulin on board and dosing decisions. Investigation of this case revealed unsuccessful cgm sensor starts and a depleted controller battery that delayed resumption of automated dosing; once addressed, cgm readings populated the pump and automated corrections proceeded as expected. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with use-related and sensor-related factors without confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.